Manufacturer narrative:
This report deemed no longer reportable.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device and was reported in error.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference numbers 1627487-2019-13936; 1627487-2019-13937; 1627487-2019-13939. It was reported the patient underwent surgical intervention on (B)(6) 2019, wherein it was discovered that one of the epidural leads for the low back system had migrated into the gutter. Reportedly, the patient may undergo surgical intervention later.